Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where two implants were installed. The patient complained of pain immediately after the initial surgery. Surgeon determined that the superior positioned implant had breached the neuroforamen causing a bone chip to irritate the nerve. The patient had medical issues that required postponement of the revision procedure for a year. In (B)(6) 2021, surgeon performed a revision procedure where the superior positioned using chisels. The explant hole was not filled with bone graft. An iliosacral screw was added above the explant void. Non other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.